Event description:
Boston scientific received information that during the implant procedure, the helix would not extend. When the lead was removed from the body, the same behavior was noted. The helix would not extend after 20 to 25 turns of the connector tool at 1 turn per second. As a result, this lead was not successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. It was observed that the anode conductor coil was slightly stretched from approximately 380-423mm from the terminal pin. It was confirmed the cathode coil (inner coil) was fractured at the distal end of the terminal pin. As a result of the fracture, the helix cannot be extended.